Event description:
It was reported that while attempting to calibrate the navio handpiece during a sawbone demo, an error occurred saying "the handpiece cannot be calibrated." Upon trying several other times with another handpiece the error still occurred. The handpiece array was removed and laid face down on the table. It was observed that not all the prongs were flush with the table indicating the tracker array was bent. No patient involved.

Manufacturer narrative:
The device was intended to be used during treatment and was returned for evaluation. The lot number for the device was not provided. However, all lots of pn 120010 distributed to the field from when the part number was first inspected to the complaint occurrence date were reviewed and there were no nonconformances found. There are no other issues that would potentially lead to a future performance issue. Therefore, the reported product met manufacturing specifications prior to being released for distribution. A complaint history review was performed and found 39 reports of the issue and will continue to be monitored. A relationship between the device and the reported event could be established. The evaluation was performed on the handpiece tracker array and found that it was made of blue aluminum and would not lay flat on a flat surface, confirming that it was bent. The material has been changed to stainless steel which makes the part much stronger and less susceptible to bending, thus, reducing the likelihood of this problem. Therefore, the root cause of the reported event was due to mechanical component failure. No containment or corrective actions are recommended at this time.